Manufacturer narrative:
Concomitant medical products: product ID 3210, serial# (B)(4), implanted: (B)(6) 1998, product type: transmitter. Product ID 3887-28, lot# l54441, implanted: (B)(6) 1998, explanted: (B)(6) 2010, product type: lead. Product ID 3887-28, lot# l53268, implanted: (B)(6) 1998, explanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that the patient was being shocked by their device. The device was replaced with a drug pump. No troubleshooting, interventions, or outcome were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The patient's indication for use was failed back surgery syndrome.